Event description:
The customer contact reported the tip of a primary plumset broke off into the clave that was connected to the IV. The tubing set was being used to deliver saline. After and unspecified length of time, the nurse noted that the patient's linens were wet and that medication was running around the connection site. At that time, the nurse found that the tip of the IV tubing set was broken inside of the microclave that was connected to the IV. It was reported, that when the cap was unscrewed the tip was already broken off inside the clave. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided. The actual sample involved in the reported incident was not returned for evaluations. Additionally, no pictures or videos were received as a sample. Since no sample was returned for examination, we were unable to evaluate it as part of a comprehensive failure investigation. However, a formal investigation has been completed to address this kind of events. According to the investigation findings, the reported defect is related to the design of the option-lok "t" dimension as it was changed to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints.